Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot sp100017 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6)2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿repair of abdominal fascial defect & epigastric hernia¿ surgery and was implanted with 1st strattice device lot ¿s11093-154¿ on (B)(6)2012. The patient underwent a ¿ventral hernia repair¿ on (B)(6)2013 and was implanted with a 2nd strattice device lot ¿sp100017-145¿. The patient underwent an ¿excision & wound preparation of nonhealing surgical site wound dehiscence, abdomen, complex repair of surgical site wound dehiscence, abdomen¿ on (B)(6)2014. Then, the patient received an ¿I & d of complex abdominal wall abscess¿ on (B)(6)2014. The patient received an additional ¿I & d of right lower quadrant abdominal wall abscess, incision biopsy of possible old biological mesh implant¿ on (B)(6)2016. The patient had a ¿laparoscopic ventral hernia repair with mesh; extensive division of intra-abdominal adhesions, excision of failed prior mesh¿ on (B)(6)2016. The patient was treated for a ¿small stitch abscess, pus expressed¿ on (B)(6)2017. The patient had ¿purulent material expressed¿ on (B)(6)2017 and (B)(6)2017. The patient underwent ¿excision of stitch abscess¿ on (B)(6)2017. The patient had a ¿removal of abdominal sutures¿ on (B)(6)2017. The patient underwent ¿incision & removal of foreign body¿ on (B)(6)2021. The patient was treated for ¿abscess drainage of anterior abdominal wall abscess¿ on (B)(6)2022. The patient was treated for an ¿abdominal wall abscess, I & d¿ on (B)(6)2023. The patient then underwent an ¿incision, dissection & expression of pus from wound¿ on (B)(6)2023. The patient had an ¿I & d right upper quadrant abscess with removal of infected foreign body¿ on (B)(6)2023. The form lists the conditions that were treated were ¿repair of abdominal fascial defect with strattice, 8 x 12 cm; primary repair of 1.5 cm epigastric hernia; placement of on-q pain catheters within bilateral abdominal wound¿ on or about (B)(6)2012. The patient then underwent ¿repair of abdominal hernia, reducible with surgipro mesh, abdominal scar revision¿ between (B)(6)2013. The patient had ¿open ventral hernia repair with placement of 10 x 16 cm strattice mesh underlay intraperitoneal placement & periumbilical vascular sparing technique¿ between (B)(6)2013. The patient had ¿excision & wound preparation of nonhealing surgical site, wound dehiscence, abdomen; complex repair of surgical site wound dehiscence, abdomen¿ on or about (B)(6)2014. The patient underwent ¿I & d of complex abdominal wall abscess¿ on or about (B)(6)2014. The patient was seen for ¿abdominal fluid rlq with 2 pockets; abdominal mass returned in area of scar¿ on or about (B)(6)2015. The patient was treated for ¿left abdominal wall abscess-attempted to aspirate without return of fluid, scar tissue¿ on or about (B)(6)2015. The patient was seen for ¿abdominal wall mass of left lower quadrant most likely to be induration/scar tissue¿ (B)(6)2015. The patient had a ¿CT ab/pel- small hiatal hernia; epigastric surgical clips; very small umbilical hernia containing fat; ventral hernia mesh¿ on or about (B)(6)2015. The patient was treated for ¿I &d of right lower quadrant abdominal wall abscess; incision biopsy of possible old biological mesh implant¿ on or about (B)(6)2016. The patient received ¿wound management¿ between (B)(6)2016 and from (B)(6)2017 to an unknown date. The patient underwent ¿laparoscopic ventral hernia repair with mesh, extensive division of intra-abdominal adhesions, excision of failed prior mesh (ventralight implant)¿ between (B)(6)2016. The patient was seen for a ¿small hematoma under right lower incision¿ on or about (B)(6)2017. The patient was treated for ¿small rlq stitch abscess, pus expressed¿ on or about (B)(6)2017. The patient had a ¿small amount of purulent material expressed¿ on or about (B)(6)2017. The patient received treatment for a ¿non-healing surgical wound; open wound from a stitch abscess¿ on or about (B)(6)2017. The patient had a ¿small amount of purulent material expressed; slight induration¿ on or about (B)(6)2017. The patient was treated for an ¿abdominal area of granulation tissue with drainage on the right side of incision; probable stitch abscess¿ on or about (B)(6)2017. The patient was treated for ¿abdominal suture abscess; excision of suture abscess¿ on or about (B)(6)2017. The patient had a ¿drainage on right side of incision; post op stitch abscess excision¿ on or about (B)(6)2017. The patient had a ¿removal of abdominal sutures¿ on or about (B)(6)2017. The patient was seen for an ¿acute visit for follow up regarding issues with chronic abscess; inflammation¿ on or about (B)(6)2017. The patient was also seen for ¿follow up chronic abscess; small firmness under surgical site probable scar tissue¿ on or about (B)(6)2017. The patient received treatment for ¿small stitch abscesses¿ on or about (B)(6)2021. The patient had an ¿incision & removal of foreign body (stitch)¿ on or about (B)(6)2021. The patient was treated for an ¿abdominal wall abscess¿ on (B)(6)2022. The patient had a ¿CT-guided drainage of anterior abdominal wall abscess¿ between (B)(6)2022. The patient received treatment for ¿deep subcutaneous abscess¿ on (B)(6)2022. The patient was seen for ¿dehiscence of operative wound¿ on or about (B)(6)2023. The patient was treated for ¿abdominal wall abscess, I & d" on or about (B)(6)2023. The patient was also treated for ¿abdominal wall abscess¿ on or about (B)(6)2023. The patient was seen for a ¿recurrent abscess of abdominal wall; I &d¿ on or about (B)(6)2023. The patient had an ¿I & d right upper quadrant abscess with removal of infected foreign body¿ on or about (B)(6)2023. The patient had ¿wound management¿ between 2022 and 2024. The patient was treated for ¿abdominal pain; anxiety, depression¿ from approximately 2019 to present. The patient was implanted with a second non-abbvie device, ¿surgipro lot #a9m0945¿ on (B)(6)2013. The form indicates that the devices were revised on (B)(6)2013 due to ¿ventral hernia repair,¿ on (B)(6)2014 due to ¿excision and wound preparation of nonhealing surgical site wound dehiscence, abdomen, complex repair of surgical site wound dehiscence, abdomen,¿ on (B)(6)2014 due to ¿I & d of complex abdominal wall abscess,¿ on (B)(6)2016 due to ¿I & d of right lower quadrant abdominal wall abscess, incision biopsy of possible old biological mesh implant,¿ and on (B)(6)2016 due to ¿laparoscopic ventral hernia repair with mesh; extensive division of intra-abdominal adhesions, excision of failed prior mesh.¿ the patient was implanted with a third non-abbvie device, ¿ventralight st lot # huan2106¿ on (B)(6)2016. The form indicates that the mesh was removed or revised on the following dates ¿(B)(6)2017 small stitch abscess, pus expressed; (B)(6)2017 purulent material expressed; (B)(6)2017 purulent material expressed; (B)(6)2017 excision of stitch abscess; (B)(6)2017 removal of abdominal sutures; (B)(6)2021 incision and removal of foreign body; (B)(6)2022 abscess drainage of anterior abdominal wall abscess; (B)(6)2023 incision, dissection and expression of pus from wound; (B)(6)2023 I & d; (B)(6)2023 I & d right upper quadrant abscess with removal of infected foreign body.¿ this is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for 2nd strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.